Event description:
It was reported that "upon eval of intraoperative c-arm x-rays, (B) (6) decided he needed to redirect his l5 screw on a pt where he was doing a l5-s1 fusion with xia iii. Once he removed the blockers and the rod, he attempted to straighten the head to be able to load a poly drive in the screw. He was not able to manipulate the head, so he had to resort to twisting the screw out with a pair of pliers."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.